Event description:
A malfunction code labeled "malf 0" was reported by the customer, with no notable events occurring prior to this issue. There was no reported adverse impact to the customer's blood glucose level. Technical support provided the customer with pump reset information and assisted in resetting the pump. After performing the reset, the malfunction code did not recur, and the customer was advised to continue using the pump and to report any future malfunctions if they occur.